Manufacturer narrative:
Visual inspection confirmed the reported complaint. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by (B)(4). Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time.

Event description:
Surgeon was using the disposable beaver blade to do a capsulotomy and the blade snapped inside the joint. Remainder of the beaver blade was retrieved from the patient. No patient complications were reported as a result of this event.